Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -8.0 diopter, in the patient's right eye (od) in (B)(6) 1999. The lens was explanted on (B)(6) 2016 due to low vaulting and refractive change over time. The lens was exchanged for a longer lens (13.2) of a different model. Device evaluation: the device was returned dry in a lens case/vial. Visual inspection found the haptic broken. Not applicable. This product is manufactured in the u.s., but not marketed in the u.s. (B)(4).

Manufacturer narrative:
Expiration date - unk. Implant date: unk. Device evaluated by manufacturer? No. Lens not returned. MFR date: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -8.0 diopter, in the patient's right eye (od) in (B)(6) 1999. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens (13.2mm) and the problem was not resolved. The vault is low and the plan is to exchange for a 13.7mm.